Manufacturer narrative:
As per the report, the device will not be returned for evaluation. However, if the device is returned, a follow-up MDR will be filed.

Event description:
It was reported that the continuous cardiac index changed suddenly - up or down. Example 4.0 to 1.8. It was further stated that bolus couldn't correlate. No pt complications were reported.